Event description:
When preparing a dose, IV technician found syringe with debris embedded in it. No dose was made. Syringe sequestered for collection/analysis. IV technician(s) will be asked to continue to monitor. Sample mailed to manufacturer, letter of investigation attached. Debris confirmed, but they did not investigate the nature of the debris to determine whether it was organic, which we in turn asked them to perform. Vanishpoint(r) insulin syringe lot m240703, exp: 2029-06-28, (10)m240703, (17)290628. Manufacturer response for insulin syringe, vanishpoint(r) insulin syringe (per site reporter).